Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. The analyst noted that the helix was received bent and with blood on it. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead helix did not appear to move on fluoroscopy. The rv lead was removed from the body and tested on the scrub table. Despite approximately 20 turns, and the appearance of a build-up of torque in the lead body the helix would not extend. The rv lead was not used, and a different rv lead was successfully used. No patient complications have been reported as a result of this event.